Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that after systemic heparinization (act 815 sec.) The patient was cannulated. Customer proceeded (after 40 min. From systemic heparinization) to the beginning of the cpb and immediately the oxygenator inlet pressure exceeded 800 mmhg with a delta p of 700 mmhg and a pump flow of 3 l/min. The appearance of clots were evident in the oxygenating compartment. The patient was then immediately weaned off the cpb. The customer removed all cannulas and the cpb was restarted to complete the surgery with an extracorporeal circulation duration of 109 min. See attached photos. The device was replaced to complete the procedure.  Medtronic received additional information that there was an extension of surgical times due to replacement of the entire extracorporeal circuit due to clots. There was also further hemodilution of the patient and a need for blood transfusion. There was 500 ml of patient blood loss as a result of this leak. No medications were used at the outset or during the case. The pressure was measured in the circuit at p-in for pre oxy and p-out oxy arterial outflow. Act was used to monitor the administration of heparin to obtain an optimal therapeutic response for 815 sec. The pre and post oxygenator temperatures were both 35°c. Medtronic received additional information that the patient had not previously received heparin or other anticoagulant therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: visual inspection showed evidence of fibrin/clots. Pressure integrity testing showed no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood <(>&<)> gas flows) the results are as follows:322 mmhg blood side pressure drop. The reason for return was undetermined. Conclusion: the complaint was not confirmed for the fusion oxygenator's high-pressure excursion. The issue was not verified during analysis of the returned device. Visual analysis of the returned device showed evidence of fibrin/clots, and no leaks were observed during pressure integrity testing. Blood lab testing at 7lpm blood and gas flows resulted in a pressure drop of 322 mmhg across the blood side of the device. While this is higher than the maximum pressure drop of a new device, the customer-reported pressure drop of 700 mmhg was not verified during analysis. Review of this unit¿s device history record found no abnormalities or non-conforming material reports (ncmrs) initiated during manufacturing that would cause or contribute to the reported event. This unit passed all testing and inspections during manufacturing. It is suspected the high pressure experienced by the customer may be related to a cold induced protein build up or cryoprecipitate which caused initial flow restriction in the device, or the patient or clinical condition at time of bypass or it was related to heparin potency. The root cause is undetermined. Trends for issues with this product are reviewed at quarterly quality meetings. Correction d5 (oper of dev) and g4.4 (PMA / 510(k) #): these fields have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.